Event description:
Customer describes using micropore 1530s-1 for two weeks and it is not adhering well. A dialysis needle dislodged and patient lost approximately 250 cc blood. No further medical care was needed.

Manufacturer narrative:
3m initiated a recall on micropore tape single-use rolls (1530s-1) on (B) (6) 2010 and have notified the (B) (6) FDA district office of this action.